Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. As a result of checking the log, it confirmed that there was a record of occurred latch lock failure when the pump started. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective latch lock sensor. As a result, the defective latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the alarm message ¿please lock the cassette¿ persisted and did not clear. There was no patient involvement. Evaluation of the returned device confirmed the latch lock issue due to defective latch lock sensor. This led to interruption of therapy while in use.